Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). Return of the nc trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the heavily calcified lesion such that the balloon ruptured upon the first inflation at 14 atmospheres, which is below the rbp. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for balloon material rupture for this lot. There does not appear to be any indication of a lot specific product quality deficiency. Although the device was not returned for analysis, based on the information received with this complaint, the reported balloon rupture appears to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that the nc trek was successfully used to pre-dilate the distal right coronary artery (rca). During an attempt to pre-dilate the heavily calcified ostial rca, the balloon ruptured below the rated burst pressure, at 14 atmospheres, during the first inflation. The balloon and delivery catheter were completely removed from the body without difficulty. There was no adverse patient effect or clinically significant delay in procedure or therapy. Subsequently, a non-abbott balloon also ruptured during first inflation in the ostial rca. Another balloon was successfully used. No additional information was provided.